Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mid-urethral sling procedure. According to the complainant, during the procedure, the shaft of the delivery device was bent and the mesh carrier was thus unable to release from the shaft tip. The bend occurred during the placement of the second site. The physician was pushing hard against the bone. The physician noted that it was difficult to rotate around the bone, higher up on the patient's rami. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4).